Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency and the product was not returned. The patient effect of death, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional adverse patient effects are being filed under a separate medwatch report#.

Event description:
The following event was noted through a periodic article review: a real all-comers randomized trial was conducted comparing the cobalt chromium everolimus-eluting stent (cocr-ees) and a new platinum-based platform (ptcr-ees) stent. Between december 2009 and december 2010, a total of 300 patients (n=150 per group) were included in the study; the average age was 63.9 years and in the crco-ees group there were 28 females (18.7%) and in the ptcr-ees group 32 females (21.3%). In the crco-ees group there were reported deaths =8 (5.3%), cardiac death 3=(2%). Intraprocedural (and sometimes transient) complications, such as dissection, side-branch occlusion, or no-reflow phenomenon, occurred in 12 in the crco-ees group (8%) and 11 in the ptcr-ees group (7.3%). Among these, 10 patients in the crco-ees group and 8 patients in the ptcr-ees group showed troponin I increase (above the 99% upper reference limit in those with normal baseline values or a rise >20% in those with stable or falling values). There were reported serious injury of myocardial infarction = 5 (3.3%); stemi 2, 1.3%, nstemi 3, 2%; revascularization = 7 (4.6%), target lesion 3, 2%, new lesion 4, 2.7%; stent thrombosis = 2 (1.3%), definite or probable 1 each (0.6% each). No additional information was provided.